Event description:
It was reported that during a latitude follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to have had a sudden battery depletion since the last follow up from 47 percent to 15 percent of estimated battery longevity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, it was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a latitude follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to have had a sudden battery depletion since the last follow up from 47 percent to 15 percent of estimated battery longevity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, it was discarded.